Event description:
It was reported that a balloon rupture occurred. A 90% in-stent restenosis was noted in the moderately tortuous and severely calcified coronary artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 5atm for 4-5 seconds. The device was removed without any problem using the normal method and the procedure was completed with a different device. No patient complications and the patient was good post procedure.